Event description:
The customer reported to olympus that during preparation for use their visera elite ii video system center had a communication error (b30) and did not display an image. The defective unit was switched out with a known good device to complete the unspecified procedure. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found the video connector socket was damaged and printed circuit board for the socket needs to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code and no image displayed. Since the video connector socket had cracks, a communication failure may have occurred between the endoscope and the device then error code resulted. The specific root cause of the damaged video connector terminals could not be determined at this time. Olympus will continue to monitor field performance for this device.